Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported patient's site irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system user guide model: ust400 14421-aw rev h / 2016 using the pod 5 / page 44 living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pods viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient's mother reported son is experiencing skin irritation, the size of the adhesive, when removing the pod. Site looks like a rash; bright red, scaly, itchy, warm to touch and has blisters. Patient was taken to a dermatologist, diagnosed with a chemical burn and prescribed a post chemical peal cream to heal the site. Pod worn longer than 48 hours.